Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle broker off in abdomen during injection. Customer was able to remove the needle with difficulty. The following information was provided by the initial reporter: diabetes patient injected to his/her abdomen and the needle broke. The broken needle remained in his/her skin. S/he had difficulty to remove the broken needle.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle broker off in abdomen during injection. Customer was able to remove the needle with difficulty. The following information was provided by the initial reporter: diabetes patient injected to his/her abdomen and the needle broke. The broken needle remained in his/her skin. S/he had difficulty to remove the broken needle.